Event description:
It was reported that on october 2nd 2024, customer reported that the c-arm rotated up to 180 degrees without command. The incident occurred prior the procedure so no patient was in the room. No injury reported to the staff/user. A field engineer examined the equipment and observed that the rotary harness was defective. Additionally it was observed that the left switch controlling the movement of the c-arm was broken. Both parts have been replaced and the system has been actively tested and met the manufacturer´s specifications. No other information available.